Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The last shock successfully converted the patient into normal sinus rhythm. Technical services (ts) was consulted and recommended the health care professional (hcp) consult with cardiology regarding programming changes for this patient. At this time, this ICD system remains in service and there were no additional adverse patient effects reported.